Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information d4: model no - correction d4: UDI - correction d9: device availability - additional information g1: phone number - additional information g3: date received by manufacturer - additional information h2: type of follow up - additional information/correction/device evaluation h3: device evaluated by manufacturer - additional information h6: type of investigation - additional information h6: investigation findings - additional information h6: investigation conclusion - additional information

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The product was evaluated. An external visual inspection was performed and passed due to sensor wire not broken. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.